Manufacturer narrative:
As-received, the device was at elective replacement indicator (eri). The device was then programmed to nominal settings for the remainder of the analysis. The results of all electrical testing performed, including thermal and mechanical stress testing, indicated normal device characteristics. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Review of the device image revealed that the eri alert was false, as the monthly battery trend data during the implant period shows that the battery voltage has not reached eri level. The device image also indicated that the device was operating in high output mode (hom) at times as a result of the autocapture feature. The device output was automatically adjusted to accommodate the patient¿s needs for pacing, thus affecting the estimated remaining longevity of the device and triggering the false eri alert. The reported event of premature battery depletion could not be confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device had reached elective replacement indicator (eri) sooner than expected. Premature battery depletion was alleged. The device was explanted and replaced, and the patient was stable with no consequences.